Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedment. The additional information regarding embedment does not change the previous investigation results for organ/vena cava perforation. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g., intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been received. Per a review of computed tomography (CT): "the hook of the cook celect retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted medially and the hook is embedded in the ivc wall. All the struts of the ivc filter perforate the ivc up to 21mm. One (1) anterior strut perforates the ivc wall 14mm and contacts the bowel. Two (2) medial struts perforate the ivc wall 9mm and 10mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 21mm and contacts the l3 vertebral body and causes osteophyte formation. One (1) lateral strut perforates the ivc wall 10mm and contacts the right psoas muscle. One (1) lateral strut perforates the ivc wall 20mm and contacts the right ureter. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified.

Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for device perforation. (Device code): appropriate term/code not available (3191) for device tilt. Investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava perforation, tilt, dyspnea, chest pain, headaches/migraines and sleep disturbance. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dyspnea, chest pain, headaches/migraines, sleep disturbance is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging device tilt and vena cava perforation. Patient notes and alleges experiencing "chest pain, difficulty breathing, daily headaches/migraines". Additionally, patient alleges sleep disturbance. Per the ivc (inferior vena cava) filter implant report dated (B)(6) 2009: "successful image-guided placement of a cook celect femoral infrarenal filter from a right common femoral vein approach". Per the (B)(6) 2019 CT (computed tomography) abdomen: "an ivc filter is present. Details are as follows: filter tilt: the apex of the filter is directed leftward although it is not in contact with the left lateral aspect of the ivc wall, being that it is at the confluence with the left renal vein. Filter position: the filter tip apex is at the level of the l 1-l2 intervertebral disc space. The filter tip apex is 0. 7 cm proximal to the inferior wall of the left renal vein at the confluence. Filter position beyond the ivc wall: there is strut perforation at multiple sites (anteriorly, bilateral laterally and posteriorly). Most importantly, a long right lateral perforating strut contacts and lies immediately posterior to the right proximal ureter. A long anterior perforating strut abuts the posterior aspect of a right mesenteric vein extending to the right lower quadrant. A long left lateral perforating strut abuts the right lateral wall of the abdominal aorta. A posterior perforating vertebral strut contacts the superior end plate of the l3 vertebral body".

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient is additionally alleging organ perforation. It was reported the filter was successfully removed on (B)(6) 2020. Per a (B)(6) 2020 successful percutaneous inferior vena cava (ivc) filter removal: "successful, uncomplicated removal of a retrievable ivc filter that had been in place for approximately 7 years with increasing filter leg perforation into organs adjacent to the ivc".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The current verbiage has been added to further investigate the previously alleged organ perforation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). H6) patient code. 3191 - no code available for perforation of duodenum og lumbar spine. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported dyspnea, chest pain, headaches/migraines, sleep disturbance is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 06mar2020: alleged "4 to 5 years the patient was having issues with breathing and chest pains. The doctors could not determine what was going on. The patient was seeing a cardiology specialists and other specialists and no one could figure out what was going on. The patient was given a diagnosis of pericarditis (which the patient does not have). After this, the patient was steadily going thru pain and frequently going to the ER with back pain. The patient had 2 heart catheterizations and with no issues. The patient (2 years later) started having right flank pain. The patient had a colonoscopy and CT scans performed and the doctors could not find anything. The patient went to a urologist as he was having issues urinating. Recently, the patient saw an ir radiologist who determined the legs of his filter are extending thru the duodenum and into the patients lumbar spine and into his right ureter. The doctors stated there was significant caval penetration of the filter legs." Patient outcome: additional information received 06mar2020: this is to recent and fluid of a situation. The patient will be following up with doctors.